Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection, leak test, clear passage test, and clamp function test were performed with no issues noted. A simulated therapy was performed with no issues noted. The reported condition could not be confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of this lot. A request for the return of the device has been made. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had leaked inside the cassette area. The home patient was able to complete therapy with new supplies. There was no patient injury or medical intervention reported. Additional information was requested and is not available.